Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter was reading inaccurately high compared to a calibrated laboratory device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged product issue started mid to late (B)(6) 2013. The patient alleged that on unspecified date(s)/time(s) between ¿(B)(6) through (B)(6) 2013¿, she received readings of ¿300, 400 and 500 mg/dl ¿ on the subject meter and ¿180mg/dl¿ on a calibrated laboratory device. The patient reported that the tests were performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lfs¿ accuracy criteria. The patient indicated that she does not take medication to manage her diabetes. The patient denied making any changes to her diabetes management in response to the elevated results. The patient also denied experiencing any symptoms as a result of the alleged product issue. The patient alleged that in mid to late (B)(6) 2013, during a doctor¿s office visit, she received advice from a healthcare professional who checked ¿if medication was attributing to higher blood glucose readings¿. During troubleshooting, the cca noted that the patient did not have the subject meter or test strips available. The cca noted that the patient confirmed that the test strips had been stored correctly. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor received medical intervention for this condition after obtaining the alleged inaccurate high reading(s). However, this complaint is being reported because, the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.